Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported compromised stent graft integrity was determined to be device related due to the use of strata material. Additionally, the dilation of the proximal extension likely contributed to the event. There were no procedure-related, user-related, anatomy-related, or off-label/cautionary product use conditions found. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013 an afx bifurcated stent graft, suprarenal cuff and three limb extensions were implanted to treat an abdominal aortic aneurysm. A follow up CT on (B)(6) 2017 approximately 4 years post-op showed a type 3b endoleak on the cuff. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.